Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device, a functional test was performed to verify the forceps cups would open nor close. When the handle was manipulated, the forceps cups would open, but they would not close. Multiple attempts were made to close the forceps cups by manipulating the handle, but all were unsuccessful. The device was sent to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "open and close." During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history records were reviewed and the date of manufacture was february 2017. There was one device rejected for solder joint defects in manufacturing and/or final quality control. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not open/close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint was a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device, a functional test was performed to verify the forceps cups would open nor close. When the handle was manipulated, the forceps cups would open, but they would not close. Multiple attempts were made to close the forceps cups by manipulating the handle, but all were unsuccessful. The device was sent to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "open and close." During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history records were reviewed and the date of manufacture was february 2017. There was one device rejected for solder joint defects in manufacturing and/or final quality control. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not open/close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint was a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forcep-spike. The nurse handed the device to the physician and it had just been placed into the endoscope. The nurse was applying some pressure to the handle to make the catheter/sheath stiffer and felt a snap/pop. The physician removed the device from the endoscope and it was noted the forcep would not open/close. Another of the same device was opened to continue the procedure.